Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. The customer mentioned that end cap sticker is missing. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Missing end cap sticker noted.